Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with no capture via merlin.net transmission. During the interrogation at the hospital no capture was also observed. Helix damage was noted during the lead replacement procedure. The patient was stable post-procedure.